Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of the mesh was implanted. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The explanting facility is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system device was implanted into the patient during a mid-urethral sling revision with cystoscopy procedure performed on (B)(6) 2020. As reported by the patient's attorney, the patient has experienced an unspecified injury.